Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to oversensing noise. The sensitivity was reprogrammed and the physician will continue to monitor. Subsequently, the patient received inappropriate atp and two shocks due to oversensing noise. In addition, the right ventricular (rv) lead exhibited high pacing thresholds, and pacing inhibition occurred from the oversensed noise. The patient did not experience asystole. The physician decided to program tachy therapy off. This rv lead remains in service. No additional adverse patient effects were reported.